Manufacturer narrative:
The device was received with blank display. Problem isolated to electronic assembly. The device also received with cracked case (battery tube).

Event description:
Customer reported via phone call that insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer also states that the battery compartment has a crack. Customer was assisted with troubleshooting but the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.